Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was unable to issue gabapentin 400 mg as no drawer opened and no error message displayed. A technical support specialist identified the item as assigned to bin 11 04. Reviewed populate buttons and confirmed no failed drawers. Checked windows logs with no errors noted. Witnessed the customer log back into the cubex application and successfully issue the item. Advised the customer to log off and log back into the cubex app if the issue occurs again to restore functionality. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue gabapentin 400 mg, and no drawer opened to dispense the medication. No error message was displayed. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.